Event description:
It was reported that the hypo pad leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypo pad leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and no defect was found after testing the unit for functionality. No water was found to be leaking out of the marked area or any other area of the blanket.